Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device to treat non-obstructive urinary retention and urgency frequency; the trial began (B)(6) 2018. On (B)(6) 2018 the patient stated that she had a bad case of diarrhea on saturday ((B)(6) 2018), which she is not sure whether it was caused from the medication she is taking or not. She also mentioned that it hurts where the incision is. On (B)(6) 2018 the patient stated that she is still having issues with diarrhea on almost a daily basis. She also stated that her back is painful from having this device attached. The patient planned to speak with her doctor tomorrow ((B)(6) 2018) at her appointment about these issues. Later on (B)(6) 2018 the patient stated that she was still having diarrhea, drainage under her bandage and thinks her lead moved and she has a loose bandage. Patient stated device was not working properly. The patient also reported the physician had replaced the bandage. On (B)(6) 2018 patient reported that when she was trying to adjust the bandage the lead wire came out which caused a lot of bleeding. She has consulted her doctor and will be having surgery on (B)(6) 2018. On (B)(6) 2018 the nurse for the surgeon reported the patient underwent the trial to treat their retention, had a history of retention and had a history of uti¿s due to the retention. The patient was seen on (B)(6) 2018 and it was discovered that the trial lead had been cut. The incision site looked fine, there was no drainage or bleeding. The hcp was not aware of any issue with the device and that the sister had misunderstood the operation of the device and likely dislodged the lead while trying to adjust the therapy or change bandage, and then the sister cut the lead. The rest of the trial lead was removed, and the patient went on to implant on (B)(6) 2018. No further complications were reported or are anticipated.